Manufacturer narrative:
During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed that the flow sensor (u1) flow pcba was cracked in half in the o2 flow sensor. The data acquisition (da) pcba and oxygen solenoid valve were not returned with the gds assembly. The fi test data acquisition (da) pcba and oxygen solenoid valve were installed on the gas delivery system (gds) assembly and the gas delivery system (gds) assembly was installed in an fi test ventilator. An attempt to power up the test ventilator from ac and deliver breaths failed. The alarm message: ¿watchdog test failed¿ appeared. The damaged u1 (sensor air flow amp 1000 sscm) on the o2 flow sensor was replaced. The gas delivery system (gds) assembly was reinstalled in the fi test ventilator. The test ventilator was powered up from ac into normal ventilation mode and delivered breaths. The alarm message: ¿watchdog test failed¿ did not appear. The o2 flow accuracy test passed. Post was executed 15 times without generating any failures.

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered that the device failed the oxygen flow accuracy test (pvt test 6). No patient involvement.

Manufacturer narrative:
Date of report: 24sep2018. Date rec'd by MFR: 24sep2018. (B)(4).